Event description:
Philips received a complaint by the customer on the v60, indicating repair for a touchscreen. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the customer requested repair for the touchscreen. The customer requested a proposal for touchscreen repair.

Manufacturer narrative:
E1: reporter information: (B)(6).

Manufacturer narrative:
The customer was sent a proposal for a touchscreen. No further information has been received per good faith effort (gfe) response. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.